Event description:
Defective lap loop sparked during operation near cervix. Connected to esu settings at 100 pure cut and 40 coag. Instrument was pulled out of the patient and the surgical area was inspected by (3) surgeons. Surgeons state that the patient did not sustain any thermal injuries.